Manufacturer narrative:
According to the facility on (B)(6) 2025, a provider was performing a steroid injection using a 25g x 1.5" needle. After drawing 3 ml of lidocaine and identifying the injection site via ultrasound, the provider attempted to administer the medication but encountered abnormal resistance. A second injection site was attempted with the same result. The needle was then removed, and a blockage was identified when attempting to expel the medication. A second 25g x 1.5" needle was used on the patient and failed in the same manner. A third needle from the same lot was tested but not used on the patient; saline could be drawn into the syringe but could not be expelled due to severe resistance. The facility subsequently switched to a 25g x 1" needle from a different lot and completed the injection. The patient received three additional needle sticks due to the malfunctioning devices, extending the procedure, but no serious injury occurred. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2025, a provider was performing a steroid injection using a 25g x 1.5" needle. After drawing 3 ml of lidocaine and identifying the injection site via ultrasound, the provider attempted to administer the medication but encountered abnormal resistance. A second injection site was attempted with the same result. The needle was then removed, and a blockage was identified when attempting to expel the medication. A second 25g x 1.5" needle was used on the patient and failed in the same manner. A third needle from the same lot was tested but not used on the patient; saline could be drawn into the syringe, but could not be expelled due to severe resistance. The facility subsequently switched to a 25g x 1" needle from a different lot and completed the injection. The patient received three additional needle sticks due to the malfunctioning devices, extending the procedure, but no serious injury occurred.

Manufacturer narrative:
Update to d9, h3, and h6. After further investigation, it has been determined that the investigation involved trend analysis and testing of the actual/suspected device. The sample was returned and evaluated on 1/5/26. No device problem was found nor detected. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.